Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including scratches on the lens. Investigation found the device powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test screen functioned properly. In addition, the keypad was found peeling at the ¿up¿ and ¿down¿ buttons. All the keypad buttons were intermittently responsive requiring multiple presses to elicit a respond. Removal of the keypad cover found contamination under all the keypad button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display issue. The screen began fading six months prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.